Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05434. The patient was enrolled in (B)(6) 2008. The target lesion was type ii, identified in the left carotid artery. The target vessel reference diameter was 7.0mm. The lesion length was 5mm and 100% stenosis as measured by nascet. The target vessel had moderate tortuosity with thrombus and 1+ calcium appreciated. Dissection, ulceration and pseudo-aneurysm were not observed. Cerebral protection was not used because of the 100% occlusion. A carotid wallstent monorail was used with a diameter of 9.0 and the length of 40mm was successfully placed at the intended site. The carotid was already occluded. Pta was performed with a gazelle balloon catheter. Residual stenosis was estimated at 0-29%. Peri-procedurally, a minor stroke was reported. No action was taken. The minor stroke was described as "residual stroke," resolved with residual effects. Post-procedure, the subject remained symptomatic. There were complications < 24hrs after the procedure. The patency of the wallstent was not assessed; however a residual stenosis of 27% is documented. No neurological examinations and follow up visits were documented.